Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range shock lead impedance was reported on this right ventricular (rv) lead. Boston scientific technical services (ts) recommended evaluation of the system in clinic, with pocket manipulation and isometrics. No adverse patient effects were reported. Remains in service.